Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report. The DHR (device history record) of batch number 02g1201423 of material 778058 have been reviewed and no non conformance repots were originated for the lot in question that can be associated to the complaint reported.

Event description:
The event is reported as: the customer alleges that the tubing connection became unattached during pt use. No reports of pt injury or harm.